Event description:
It was reported that the device had first presented with a chemotherapy leak, and the pharmacy confirmed there was a hole in the line/bag, and it was not the pump itself. The pump was reissued to patient on june 9th, and the patient presented on june 13 for pump disconnection with alarming red triangles and no direction as to the alarm. This indicated there was a high priority alarm that pauses the delivery of the pump until the error is addressed. Batteries had been removed and powered down the pump. The event occurred while in use with a patient, and the patient was not harmed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported alarming red triangles. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.